Event description:
The coil (subject device) was returned for analysis, and it was discovered that the main coil (subject device) was found to be stretched, had suture damage and was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be fractured just after the detachment zone. The main coil was inspected and was noted to be stretched with the suture damaged. A functional evaluation could not be performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil difficulty inserting and coil in catheter friction could not be duplicated; however, the analysis results were consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that resistance was encountered at the hub and the middle of the microcatheter shaft while advancing the subject coil. The procedure was completed successfully using the same microcatheter and a new coil. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rotating homeostasis valve (rhv) was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, torque was not applied to the delivery wire when operating the coil, and the lumen of the catheter was within recommended range. During visual inspection, the main coil was found to be fractured just after the detachment zone. The main coil was inspected and was noted to be stretched with the suture damaged. The catheter was not returned, and a functional inspection could not be performed due to the coil damage. Although the reported hub friction and catheter shaft friction could not be duplicated, the analysis results were consistent with the reported event as this friction was likely caused by the damaged coil. A potential cause for the reported event may have been hub compatibility issues which could prevent proper seating of the introducer sheath in the hub and cause damage to the coil during transfer. Additionally, the microcatheter shaft could have been damaged. However, since the type of microcatheter was unknown and the microcatheter was not returned for analysis, this could not be definitively determined. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported event 'main coil difficulty inserting' and 'coil in catheter friction' as well as the analyzed event 'main coil broken/fractured during use', 'main coil stretched' and 'main coil suture damage' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited.